Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins) which occurred 2 to 3 weeks ago. It was noted that all electrodes were activated and the stimulation was increased to 10.5 without any stimulation sensation. All impedances were measured in the range of 450 to 700 ohms. When tested at default and at 3.0 volts and all impedances results were similar. There were no reported traumas, accidents, falls, or medical procedures for the loss of stimulation sensation. It was reported the leads had retracted from the epidural space to the stimulator site. It was noted the patient was referred to a ortho-spine surgeon for lead implant, likely to occur in (B)(6).

Event description:
Additional information receivedreported that a lead revision was done last week.

Event description:
Additional information received reported that the patient was revised last week and doing fine.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), im planted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the felt ¿pressure¿ (described ¿like a blood pressure cuff¿) in the pocket area of their implantable neurostimulator (ins) which started on sunday ((B)(6)) during and after admission to the hospital with neck pain. It was noted that the patient had a CT scan and several x-rays. It was also reported that the patient¿s current managing healthcare professional (hcp) was out of town and not due back until next week. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.